Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Wounds- mouth [mouth injury]. Rash- mouth [oral mucosal eruption]. Gum sensitivity [gingival pain]. The brush heads were looser in mouth- oral-b power oral care refills [device connection issue]. [Oral-b io toothbrushes] are they original? Because they discolor very quickly [suspected counterfeit product]. Case narrative: consumer stated via phone that the brush heads were loose in mouth. No serious injury was reported.